Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was confirmed to be dislodged via chest x-ray. The lead was revised successfully. The patient was stable.

Event description:
New information received on 8/31/2018 states that the lead had exhibited loss of capture at post check.